Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that while monitoring a pt, the device's ECG signal was lost. After 5 seconds the ECG signal appeared again. There was no negative pt impact.